Event description:
The pt's family member called lfs on their behalf alleging that their one touch ultra meter was reading inaccurately high. The pt's family member reported blood glucose results of 141 mg/dl with the lifescan meter and 171 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Control solution was not available for troubleshooting. Pt's meter, test strips, and control solution were replaced.